Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Catalog number - the correct catalog number is 14100. A field service engineer (fse) was dispatched to customer site. The fse cleaned the chamber and confirmed the unit meets specification. The unit was returned to service.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), concomitant product evaluation, visual analysis and retains analysis. The product lot number was not provided, therefore a device history record (DHR) review could not be performed. The product lot number was not provided, therefore trending by lot number review could not be performed. The sra indicates the risk associated with a quality problem with no impact on safety is "low." It was inconclusive whether the sterrad® 100s unit involved in this complaint was related to the complaint issue. Product was not returned; therefore, a visual inspection could not be performed. The product lot number was not provided; therefore, retain evaluation/testing could not be performed. There is insufficient information to determine the cause or resolution of the color-chemical indicator issue. The affiliate was contacted multiple times for additional information however there was no response. If additional information is provided at a later time, the complaint will be re-open and re-evaluated. The issue will continue to be tracked and trended.